Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain tumor, headache, seizures, brain operation and laparoscopy. Previously administered products included for an unreported indication: marijuana. Concomitant products included biotin, clarithromycin (macrobid), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain, pelvic/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psych injury\psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"), migraine ("migraines / headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), headache ("headaches") and hypersensitivity ("allergy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, urinary tract infection, vaginal infection, headache, hypersensitivity, depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for abdominal pain, menorrhagia (heavy menstrual bleeding),genital bleeding, uti, vaginal infection, headaches. 3 coils were seen and on rt tube- 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) /abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain tumor, headache, seizures, brain operation and laparoscopy. Previously administered products included for an unreported indication: marijuana. Concomitant products included biotin, clarithromycin (macrobid), fluoxetine hydrochloride (prozac), hydrocodone bitartrate; paracetamol (norco), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain, pelvic/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), depression ("psych injury\psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish") and migraine ("migraines / headaches,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), headache ("headaches") and hypersensitivity ("allergy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, urinary tract infection, vaginal infection, headache, hypersensitivity, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for abdominal pain, menorrhagia (heavy menstrual bleeding),genital bleeding, uti, vaginal infection, headaches. 3 coils were seen and on rt tube- 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: eczema herpeticum, acute sinusitis, subacute and chronic vaginitis, urinary tract infection and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, depression , migraines / headaches added. Reporter information, lot number, concomitant drugs, medical history, historical drug added. Event psych injury updated with depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain tumor, headache, seizures, brain operation and laparoscopy. Previously administered products included for an unreported indication: marijuana. Concomitant products included biotin, clarithromycin (macrobid), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain, pelvic/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), depression ("psych injury\psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish") and migraine ("migraines / headaches,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), headache ("headaches") and hypersensitivity ("allergy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, urinary tract infection, vaginal infection, headache, hypersensitivity, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for abdominal pain, menorrhagia (heavy menstrual bleeding),genital bleeding, uti, vaginal infection, headaches. 3 coils were seen and on rt tube- 3 coils were seen diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: eczema herpeticum, acute sinusitis, subacute and chronic vaginitis, urinary tract infection and headaches. Batch no c22908. Production date 2014-02-06. Expiration date 2017-02-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain tumor, headache, seizures, brain operation and laparoscopy. Previously administered products included for an unreported indication: marijuana. Concomitant products included biotin, clarithromycin (macrobid), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain, pelvic/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psych injury\psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"), migraine ("migraines / headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), headache ("headaches") and hypersensitivity ("allergy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, urinary tract infection, vaginal infection, headache, hypersensitivity, depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for abdominal pain, menorrhagia (heavy menstrual bleeding),genital bleeding, uti, vaginal infection, headaches. 3 coils were seen and on rt tube- 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: eczema herpeticum, acute sinusitis, subacute and chronic vaginitis, urinary tract infection and headaches. Batch no c22908 production date 2014-02-06, expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: plaintiff fact sheet received. Event added from pfs- dysmenorrhea (cramping), vaginal discharge. Event of genital haemorrhage downgraded to non-serious. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.